Manufacturer narrative:
The device manufacture date was incorrectly documented. The device manufacture date has been updated from jul 16, 2013 to jun 5, 2013. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Reporter¿s phone number and complete address was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 2 for the same event: it was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that when in use together, the motor device and console device displayed e2 and e8 error messages. According to the report, the surgeon correctly stepped on the set-up foot pedal device and the e2 and e8 error messages appeared and the devices were no able to boot up. After a while, the surgeon was able to boot-up the device following the re-connection of the hand-piece cable device. However, both the e2 and e8 error messages appeared again. The surgeon re-examined the device and confirmed that two pins had fallen. According to the reporter, the surgeon had to desist from the surgical procedure to obtain a spare device while the patient was in an anesthetic state. As a result, the surgery took eleven hours, instead of the four hours scheduled for the planned procedure. Thus, there was a seven hour delay in surgery as the procedure came to a halt due to the malfunction. The surgery was completed successfully. There was patient involvement reported. The reporter stated that the impact on the patient's physical condition was likely significant, as a result of the extension of the anesthetic state attributed to the unexpected delay in the surgery. According to the reporter, the patient is now well under way to a full recovery with no risk of infection. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly